Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log was reviewed and there were multiple consecutive 'syringe flange not in place' alarms in the history. Multiple flow tests were conducted and the syringe flange sensor was tested and checked. The reported flange in place error was not able to be duplicated. The user must have induced the 'syringe flange not in place alarm' by incorrectly loading the syringe flange outside of the ear clip. The syringe was tested at 300ml/hr and the pump ran at a normal noise level. There was no problem found with the pump's motor. The motor assembly was cleaned and greased as a preventative measure. The flange not in place error was cased because the user did not properly load the syringe; the syringe flange was not located into the ear clip.

Event description:
Information was received indicating that a smiths medical medfusion pump had a "flange not in place" error, the motor was loud and the pump has an error. There was no reported adverse event.